Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed with no anomalies found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used. The physician attempted to implant the lead at the his bundle but was not successful in accomplishing the goal. A different lead was used to implant. No patient complications have been reported as a result of this event.